Event description:
A healthcare professional reported rupture and capsular contracture baker grade IV. Sonography findings: "no evidence of malignity. Submuscular silicone implant on the right with suspicion of intracapsular rupture, no silicone out of the fibrous capsule". The device was replaced with non-abbvie product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on anterior assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe since it is not related to the device. Additional observations: brown particles and crease fold observed on the device. No further actions are required as the device was received out of its sealed package.

Manufacturer narrative:
Continued e1 -(B)(6) . Continued h6 (health effect - impact code 4): f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
A healthcare professional reported rupture and capsular contracture baker grade IV. Sonography findings: "no evidence of malignity. Submuscular silicone implant on the right with suspicion of intracapsular rupture, no silicone out of the fibrous capsule". The device was replaced with non-abbvie product.